Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection with naked eye noted a slice in the tubing near occlude feet. In addition, the silicone tubing was stuck together in between the occlude feet. Functional testing including clear passage testing were performed and no flow through the set was noted. Leak testing was performed and a leak was observed at the slice in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a slice in the tubing of the minicap transfer set. This was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.